Manufacturer narrative:
The returned device was evaluated and confirmed for the deployment jam. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath positioned over the balloon proximal bond. Shuttle movement was checked and resistance was felt. Subsequent to unsheathing, it was immediately observed that the sealant appeared to have "swelled", which is indicative that it has been exposed to saline. The proximal end of sealant was found wedged between the advancer tube and shuttle cartridge. This condition may have contributed to the device jam. The review of the lot history record (f1623602) indicated that the added inspection step on adhesive taper did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant swelling up and increasing the profile which may have caused resistance during the shuttle deployment step. However, the root cause of the device deployment jam could not be conclusively determined. If additional information becomes available, a supplemental report will be issued with the results of the evaluation.

Event description:
It was reported that the mynxgrip 5f vascular closure device experienced resistance resulting in an inability to withdraw the sheath from the tissue tract. The device was being used in conjunction with a 5f procedural sheath for femoral arterial closure following a diagnostic coronary procedure. The preparation and delivery steps were followed exactly per instructions for use (IFU). Prior to shuttling down, the stopcock was opened on the sheath. No excessive force applied when shuttling down. Was able to shuttle down successfully. After aborting closure and upon further inspection, the sheath appeared locked to or bound to the mynx deployment system. There were no kinks noted in the sheath or device after removal. Manual compression less than 30 minutes was applied to achieve hemostasis. The patient did not suffer any consequence as a result of the failed device and was noted as recovered. Additional information was requested, but was unknown.